Event description:
It was reported that the insulin pump alarmed failed battery test with multiple battery changed. Advised the customer that insulin pump would be replaced. Customer's blood glucose was 15 mmol/l. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to confirm failed battery test alarm due to blank display. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.